Event description:
The pt's one touch ultra meter was reported in 2004 to be giving inaccurate low results and pt was taken to the hosp due to that. Medical affairs specialist called and spoke with the rptr in 2004, and he provided add'l info. He mentioned that the pt has had this meter for about a year now. During troubleshooting, it was discovered that the pt's meter was in the wrong unit of measurement (mmol/l instead of mg/dl). Pt had not noticed the decimal point until the meter was troubleshot. Pt had not been feeling well for about a week and had misinterpeted the mmol/l results as low readings. Pt is on an insulin regimen (rptr not aware of the type of insulin or dosage), with sliding scale dosage based on the meter results. In 2004, the rptr woke up and found them vomiting and disoriented. He tested them on their meter with a reading of "267". He did not recall seeing the decimal point in the result since "everything was happening so fast". But, since the meter was found to be in the mmol/l unit of measurement during troubleshooting and the meter was not used after that test, the result was probably 26.7 mmol/l (converted value=481 mg/dl). He then called the paramedics and they arrived within mins. The emt meter could not register their blood glucose level and by this time, pt was loosing consciousness. Pt was rushed to the hosp, where the lab result was "over 1000 mg/dl". Their admitting diagnosis was dka and pt was placed on IV insulin. Pt did not have any other health conditions besides diabetes. Per the rptr, pt had not recently gone into the set-up options in the meter to change anything. Therefore, there is no user error involved. Although, pt may have experienced a power interrupt issue, where the meter would default to the wrong unit of measurement. This case is reported as an adverse event since the pt suffered a serious injury due to the meter malfunction.